Event description:
The pt underwent CABG with replacement of the lima to the lad, svg-rca and svg-lad with a connector. 182 days postoperatively, the svg-lad was occluded and was medically treated. 123 days following the first intervention, stents to the lm, lad, and cx were placed and rapamune was given.